Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history for strip lot 371283ar was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending:

Event description:
On (B)(6) 2016, a phone call was received from an end user (patient) alleging variances between the inratio inr results and the laboratory inr results. Results are as follows: (B)(6). There was no additional information provided.